Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the primary tubing set was being used to deliver 500 ml of normal saline, at an unspecified rate, via a plum pump. At unspecified times, the male adapters of unspecified secondary tubing sets were connected to the clave secondary port on the cassette of the primary tubing set for three 50 ml piggyback deliveries of unspecified premedications. It was reported that after the deliveries of the 3 premedications were complete, the male adapter of the secondary tubing sets were disconnected from the clave secondary port. After an unspecified length of time, the male adapter of a needleless valve connector connected to an unspecified secondary tubing set was connected to the clave port for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the nurse reported the solution did not flow. At this time, the nurse disconnected the needleless valve connector from the clave port and the silicone sleeve of the clave port remained in the depressed position. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.